Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient experienced recurring urinary incontinence with his artificial urinary sphincter (aus) device. Physician tried troubleshooting but nothing resolved the issue, so patient underwent a surgical procedure to explant his device. The physician believed there was a kink in the tubing, because during surgery, it was cycling fine when the tubing was straightened out. All components were explanted and replaced.